Manufacturer narrative:
A product investigation is in progress.

Event description:
One of the tampons got stuck [foreign body in reproductive tract]. Vaginal area burning [vulvovaginal burning sensation]. Vaginal bumps [vulvovaginal disorder]. Irritation- vagina [vulvovaginal discomfort]. Tampons falling apart when used, string came undone and the cotton fell out [device breakage]. Consumer called stating the tampons were falling apart when used. The string came apart and the cotton fell out. No serious injury was reported.

Event description:
One of the tampons got stuck [foreign body in reproductive tract]. Vaginal area burning [vulvovaginal burning sensation]. Vaginal bumps [vulvovaginal disorder]. Irritation- vagina [vulvovaginal discomfort]. Tampons falling apart when used, string came undone and the cotton fell out [device breakage]. Consumer called stating the tampons were falling apart when used. The string came apart and the cotton fell out. No serious injury was reported.

Manufacturer narrative:
19-jun-2020 product investigation results: no failure could be identified as a result of the investigation.